Manufacturer narrative:
Article website: http://journals.lww.com/neurosurgery/abstract/publishahead/the_use_of_the_pipeline_embolization_device_in_the.97638.aspx. The lot history record review was not possible since the lot number was not reported. The device will not be returned for analysis as it was implanted in the patient; therefore, the event cause could not be determined. Other serious adverse events from this article were reported in MDR# 2029214-2015-00872 and MDR# 2029214-2015-00874.

Event description:
Medtronic (covidien) received information from literature review that one patient who was treated with a pipeline embolization device (ped) required clipping of the recurrent aneurysm. The aneurysm was located in the posterior inferior cerebellar artery and was saccular in form with diameter of 9 mm. The aneurysm was previously treated twice and had 15% recurrence before ped treatment. One ped was used to treat the patient. Seven months post ped procedure, the aneurysm recur and was clipped. Eleven months post ped procedure, the aneurysm had minimal filling at the neck and the patient had a good clinical outcome with mrs score of 0. The authors' goals was to assess the efficacy and safety of the pipeline embolization device (ped) in the treatment of recurrent previously coiled aneurysms. Thirty-three patients who underwent treatment with the ped of a recurrent previously coiled aneurysm were retrospectively identified. All patients, including those with incomplete aneurysm occlusion, had a significant reduction in aneurysm size. Two aneurysms required another retreatment after ped placement (MDR# 2029214-2015-00872 and 2029214-2015-00873). Ninety-seven percent of patients had a good clinical outcome. Complications were observed in 1 patient (3%), who suffered an intracerebral hemorrhage (MDR #2029214-2015-00874). There were no mortalities. Citation: daou b, starke rm, chalouhi n,et al. The use of the pipeline embolization device in the management of recurrent previously coiled cerebral aneurysms.neurosurgery. 2029214-2015-00873 (B)(6) 2015.